Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported material separation. It may be possible that filter wire detached within the retrieval catheter causing the filter to remain collapsed in the retrieval catheter; however, without having the product to examine, a cause for the reported difficulty could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first emboshield nav6 device referenced is filed under a separate medwatch report number.

Event description:
It was reported the procedure was performed to treat a lesion in the carotid artery. During preparation of the first emboshield nav6 when the filter was pulled from the hoop, it was noted that the tip of the filter was unraveled; therefore, the device was not used. There was no patient involvement reported. A second nav6 was prepared successfully and was advanced into the patient anatomy without issue. During removal of the nav6, the filter was seen to be withdrawn into the retrieval catheter without resistance. Once outside the patient anatomy, the physician was inspecting the device and it was noted that the filter was missing. The device was dissected completely by the physician, but the filter could not be found. The patient had a CT scan, and the filter was not found in the patient anatomy. The patient had no symptoms and was feeling well. The physician could not figure out where the filter could have been lost. There is a possibility of the filter being lost in the patient anatomy. There was no adverse patient sequela. No additional information was provided.